Event description:
It was reported that the patient's implantable neurostimulator (ins) was implanted too low in the patient which resulted in the patient sitting on "most of it" when she sat down. It was also reported that the lead was not placed in the right position to adequately deliver therapy. The lead was revised, but did not restore adequate therapy. The lead and ins were replaced on (B)(6) 2012, but since then the patient has experienced a "burning" sensation in the lower right leg. The burning was present before the ins was turned on for the first time but went away when the ins was first turned on; however, it has since returned. The burning is present when the device is on or off, but seems to "settle down" when the device is off. The patient is scheduled to meet with a company representative to discuss reprogramming. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 39565-65 lot#: v492155021 implanted: (B)(6) 2011 explanted: na; programmer model: 37743 serial#: (B)(4); recharger model: 37752 serial#: (B)(4).